Manufacturer narrative:
The reported event of insulation damage was confirmed. The distal portion of the lead was returned in one piece for analysis. Final analysis found a cut on the lead body insulation at 21.5 cm from the distal tip consistent with procedural damage. It was found that the superior vena shock coil displaced at 24.0 and 25.5 cm from the distal tip also consistent with procedural damage. Visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2022-07406. It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was noted previously that the ra lead exhibited no capture. During revision procedure, chest x-ray was performed and it revealed ra lead dislodgement. The ra lead was explanted and replaced. The insulation of right ventricular (rv) lead was damaged during the ra lead revision procedure. The rv lead was explanted and replaced as well. Patient condition was stable throughout.